Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that 4 pen ndl 32g 4mm hp 100 box 1200 us were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the pen needles clog during the injection. Verbatim: from phone call on (B)(6) 2021 16:09:38: per rcc alert the awareness date I am correcting from (B)(6) 2021 to (B)(6) 2021 to document this record correctly. Dc. Consumer reported finding about 50% of the pen needles from this box to clog during injection. Advised to complete flow check and informed of non patient end placement lot # 0168024catalog# 320550date of event (B)(6) 2021 found 1date of event (B)(6) 2021 found 4 pen needlesdate of event unknown for others foundsample status discard"